Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The ipg was moved from the stomach 5 cm to the side. The pt is doing well following the revision.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The ipg was moved from the stomach 5 cm to the side. The patient is doing well following the revision.